Event description:
It was reported that the patient presented in the hospital. Upon interrogation, it was noted that the pacemaker was in back-up vvi mode. The device was restored back to normal settings. The patient was in stable condition.